Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. It was reported that the customer was wearing the pump with the screen facing the body. Customer positioned pump and transmitter within range of each other and without obstruction and connection was regained. No additional patient or event information was available.